Event description:
Philips received a complaint on the heartstart xl device indicating that the power plug has an issue.

Manufacturer narrative:
The fse evaluated the device onsite and determined that the power supply socket was no longer securely locked onto the instrument casing. After repairing the power input the device returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.